Manufacturer narrative:
Date of event and patient's weight is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's system was unable to enter MRI mode. Additionally, it was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances on the lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was explanted to address the issue.